Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. "Ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issues. A "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.